Event description:
See initial report.

Manufacturer narrative:
H10: reportability decision changed to not reportable event since the reported issue was solely caused by user error in managing the device configuration and no malfunction had occurred. The device was found properly functional and returned back into service.

Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(4). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp was giving timeout error during maintenance. There was no patient involvement.